Event description:
It was reported that ongoing intermittent occlusion alarms occurred.  The customer's blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address high bg level. Customer changed cartridge and infusion set to address the issue.